Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient had been hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels reached 590 mg/dl while wearing the pod between 36 and 48 hours, it was reported that the pod was leaking insulin. Symptoms reported include vomiting and increased urinary frequency. The patient was treated with intravenous fluids; the reporter could not recall the other treatments provided. The patient was released the following day (B)(6) 2026.